Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2020 and revised on (B)(6) 2021 due to infection. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, device was removed/replaced. Infection.